Event description:
A customer contacted beckman coulter inc. (Bci) stating the system was leaking from the ise module on to the floor. No injury was reported.

Manufacturer narrative:
Bci hotline had customer check the ise module and found a tube had popped off when alkaline buffer was replaced.